Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by manufacturer for analysis. No product received.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the software became unresponsive twice. Each time the system was rebooted and the system worked. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.